Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not deliver insulin after the paired dexcom g7 continuous glucose monitor (cgm) sensor disconnected and later reached its grace-period end, leading the user to revert to multiple daily injections; attempts to start a new g7 by entering two different sensor codes did not connect to the ilet, and the event was associated with incorrect pairing procedure or attempted pairing when the device component was expired. Symptoms included hyperglycemia with a peak glucose of 200 mg/dl and no associated clinical symptoms. Outcomes included a delay to therapy and unexpected medical intervention in the form of manual injections. User support included communication and analysis of information provided. Investigation of this case revealed no device malfunction, with a usage problem identified consistent with improper or incorrect procedure or method during sensor pairing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.